Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. As the serial number of the alleged machine was not provided, an investigation of the device manufacturing records could not be conducted by the manufacturer. Please be advised all device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming.

Event description:
It was reported by a clinical service specialist that the after the treatment parameters were entered, the ultrafiltration (uf) rate changed to 300 ml/hr and the uf time changed 3 hours. The clinical staff noticed this as it happened and corrected it. The patient completed treatment on the machine without any ill effects or adverse events. Follow-up was made with the clinic biomedical engineer, who stated the issue occurred when the machine was initially in treatment mode and confirmed there was no patient injury and no adverse event occurred. Per biomed tech the patient information and machine serial number were unknown. The biomed tech stated the issue was resolved by having the machine turned off and turned back on. The biomed tech stated no components or repairs were needed, and the machine remained in use without further issue.